Event description:
Additional information received from the manufacturer's representative reported the patient was being implanted with another company.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturer representative that the battery was discharged. The patient spent four hours trying to reset with a trickle charge and it would not start. An overdischarge was alleged, the last successful recharge was 10 months ago. No communication with the programmer, recharger or clinician programmer was established. Additional information received from the manufacturer representative reported that they spent four hours with the patient trying to reset her battery. After the fourth hour the patient went home to try and charge as normal, but the battery was still not responding. The patient was frustrated and stated that it hurts her back to sit for that length of time and she was going to talk to the healthcare provider's office about replacing the battery with a nonrechargable one. Additional information received from the healthcare professional reported that the patient had three unsuccessful physician recharge mode's done and the device was deemed at end of service. The patient's replacement had already been approved. The indications for use were failed back surgery syndrome and spinal pain. If additional information is received a follow-up report will be sent.